Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset for write to locked ram, addr=0c77, data=89 on (B)(4) 2012. There was one patient alert for power on rest on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).